Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Upon visual inspection the jaw had fractured from the device. There is no visible damage to the device other than the fracture. Sem analysis identified fracture surface artifacts are consistent with the overload failure mode. Xrf analysis found the removal jaw material to be consistent with 17-4 stainless steel alloy. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Patient is around (B)(6) years old. Concomitant medical products: 01.06010.005 ¿ avenir muller stem - 3008393. Customer has indicated that the product is unable to be returned for the investigation as the product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision, the surgeon was removing the stem and the extractor tip broke when it tightened on the trunnion of the stem to be removed. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.